Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported that the hematocrit saturation servo card could not be inserted into the card slot as expected. Since the event occurred during routine testing of the device, there was no pt involvement during this event.